Manufacturer narrative:
The mcs instrument has not been received for failure analysis evaluation. Note: refer to medwatch report (MDR) with MFR. Report #2955842-2026-19710 for MDR submission of the event against the mcs tip accessory.

Event description:
It was reported that during a da vinci-assisted left hemicolectomy procedure, a fragment from the sp monopolar curved scissors (mcs) instrument broke off. The mcs tip along with a small plastic piece from the instrument was found and removed from the patient. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: prior to surgery, the mcs instrument and tip were carefully inspected, and no issues or damage were observed. During the procedure, which involved dissecting, a fragment of the instrument unexpectedly fell inside the patient after approximately three hours of use. The surgeon was unable to determine the cause of the incident, noting that there were no prior functional issues and no collisions with other instruments or hard material. The fragment was retrieved at the bedside with all fragments accounted for and no need for additional procedures or post-operative imaging. The surgical procedure was completed using a backup mcs instrument and no patient injuries were observed. The patient has not returned to the hospital with any post-operative complications.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The mcs tip instrument has been received for failure analysis evaluation. The instrument was found to have a broken tube adapter. This component is located at the distal end of the instrument and serves as the interface between the instrument and the user installed tip accessory. The broken piece, measuring approximately 1.6 mm x 2.3 mm and was not returned with the instrument. Visual inspection was performed and there was no damage to the snake wrist cables, housing and shaft. Additional observation(s) related to the customer reported complaint: the instrument was found to have a detached fragment. Visual inspection was performed and the detached fragment was broken from the tube adapter. The area of the detached fragment measures approximately 1.6 mm x 2.3 mm size. Additional observation(s) not reported by site: the instrument was found to have residue. Visual inspection was preformed and white residue was observed on all four of the clamping pulleys, located inside the backend of the instrument. The instrument was found to have a corroded bearing. The housing was removed for inspection and orange discoloration was observed on a bearing near the clamping pulley, which indicates corrosion.

Event description:
Refer to h11 for follow-up information.